Event description:
Same manfacturing number as 6000089-2004-01600. Add'l info from the user facility reports the pt had presented with chest pain in 2004. The "kissing stents" placed in 2004 were noted as taxus express2 drug eluting stents sizes 3.0 x 12 mm and 2.75 x 16 mm. The pt was discharged home 5 days later doing fine and had been started on a plavix regimen.